Event description:
It was reported that a flogard infusion pump experienced an f_28 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log identified the reported f_28. Functional testing found that the device experienced an f_28 alarm when it was powered on. This confirmed the reported condition. Visual inspection identified that the cause of the alarm was a damaged the cause of the reported condition was due to damaged central processing unit board (cpu). No repairs were made, and the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted. Conclusion code 19 was selected because this is the most applicable code to the problem. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.